Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed. The clip did not clip onto the plastic test tubing. Additionally, the clip applier instrument was found with one grip bent. As a result, the clip did not release onto the plastic test tube during testing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not engage. The customer used a backup instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed-up with the reporter and obtained the following additional information regarding the reported event: the medium-large clip applier instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was attempting to apply the clip applier on a vessel, but the instrument would not clamp down at all. The vessel was less than 10mm in diameter.